Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. The complaint device was received for analysis. The condition of disassembling was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the deformation to the tamp broach and the tamp head appears consistent with misuse through retrograde impaction. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design related. Exactech is aware of 4 other complaints from manufacturing lot 73597009 with 3 regarding disassembly. Exactech is aware of 1 other complaint from manufacturing lot 73194008 and is not aware of any other complaints from manufacturing lot 83080002. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The design of the lpi fit tibial tamp head and the lpi fit tibial tamp guide has been in the field since 2010. The design of the fit tray tibial broach has been in the field since 2015. Exactech is aware of 8 other complaint reports involving the disassembly of a deformed logic tamp head from the logic tamp guide since 2014. Since the tamp head is used in preparation for the tibial tray, the sales data for all logic tibial trays was used to calculate an approximate complaint occurrence rate of less than (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. The disassembly reported in experience (B)(4) was likely due to deformation of the tamp head mating feature as a result of misuse through retrograde impaction. IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. Optetrak operative guide states: the tamp should be ejected from the proximal tibia by squeezing the release lever. If the tamp guide does not disengage from the tibia with the release lever, a mauldin multi -tool can be used to disengage it by inserting the small stud on the end of the mauldin multi-tool into the hole in the handle of the tamp, then rotating the mauldin multi-tool to loosen the tibial tamp. Do not hit the tamp in retrograde. Hitting the tamp in retrograde can result in breakage of the instrument. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or led to any patient impact. An investigation was conducted under CAPA (B)(4); the investigation concluded that the most likely root cause of the tibial tamp head fractures was a combination of the device design and user error. Event date not reported.

Event description:
It was reported that during an orthopedic knee surgery the surgeon experienced a tibial tamp guide that would not lock the tamp head due to the tamp head being broken. The device malfunction occurred during the removal of the tamp after the keeling process. It was not reported if the sales representative was present at the surgery. And no device fragments were reported to have fallen into the surgical site. The surgery was completed without additional issues. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.